Event description:
Baxter healthcare prismax tubing. Prismax machine errored "filter not recognized" 2 times. Machine was rebooted and new filter used. After reboot and new filter, machine loaded and primed as expected.